Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage was observed. The 3.00x32mm liberte bare stent delivery system had an anomalous shape and was a little bent so that the strut could be felt. The device was not used. The physician completed the stenting procedure of the left anterior descending artery with another 3.00x32mm liberte bare stent delivery system. Pt status is reported as "good".